Event description:
Caller stated that due to device reading hi, she went to the hospital where a lab was drawn with a result of 174mg/dl. No timeframe between tets was provided. No treatment was received. No quality controls were used. Requested return od suspect device and rpelacement was sent.